Event description:
On (B)(6) 2025, a patient underwent a 2-level lumbar fusion case utilizing the orthofix/seaspine regatta lateral system. The surgeon was able to successfully complete the first level, however, during the second level, the regatta easy connect t-handle became stuck to the lateral box cutter. When the lateral box cutter and easy connect t-handle were removed, the surgeon nicked a vessel. This caused approximately a 15 minute delay to stop the bleeding. The surgeon had to close the patient without completing the procedure. On (B)(6) 2025, an additional surgery was performed (tlif) and was able to be completed successfully. Reporter confirmed the patient is doing well. No patient injury was reported. This MDR will document the event for the regatta easy connect t-handle. MDR 3012120772-2025-00053 will document the event for the lateral box cutter.

Manufacturer narrative:
H3: the device has been received. Root cause pending outcome of investigation. A supplemental report will be submitted once the investigation has been completed. Review of labeling: possible adverse events serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrhythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.

Manufacturer narrative:
Two t-handles associated with the reported event were returned for evaluation. For the first t-handle, the reported issue could not be reproduced. The instrument functioned as intended when tested with the referenced box cutter as well as with an additional functional comparator. For the second t-handle, the internal springs appeared damaged and the activation button did not translate smoothly. This t-handle was difficult to engage with both the complaint box cutter and an additional box cutter used for functional testing. No issues were identified with the mating box cutter interfaces. For one t-handle, the reported issue could not be confirmed. For the second t-handle, the exact root cause could not be definitively determined; however, the observed spring damage and resistance in the button mechanism suggest possible off-axis loading or misalignment during attempted engagement. Improper alignment may result in perceived engagement and application of excessive force, contributing to the functional difficulty reported. Orthofix/seaspine will continue to monitor for similar events through routine post-market surveillance. Review of labeling: possible adverse events: serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrhythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.